Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a survey that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle bent. There were no adverse patient consequences reported. No additional information provided.